Event description:
It was reported that there was a steady tone at the beginning of the case. The handpiece was replaced. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount and a broken 4-40 stud. The evaluation revealed that the causes that may contribute to this are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torque or plastic torque wrench not used. No functional testing could be performed due to the returned condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.